Event description:
It was reported that this pacemaker was depleting faster than expected. In (B)(6) 2022, the estimated longevity of the pacemaker was 7.5 years which decreased to 4 years in (B)(6) 2023 and decreased to 2 years in (B)(6) 2023. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported and as of today the device remains implanted. New information received indicates that this device was explanted and replaced with a competitor's device. The device was discarded following the procedure and will not be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was depleting faster than expected. In august 2022 the estimated longevity of the pacemaker was 7.5 years which decreased to 4 years in february 2023 and decreased to 2 years in may 2023. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported and as of today the device remains implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. This report is being submitted to correct the report type from malfunction to serious injury in the h1 field.

Event description:
It was reported that this pacemaker was depleting faster than expected. In (B)(6) 2022 the estimated longevity of the pacemaker was 7.5 years which decreased to 4 years in (B)(6) 2023 and decreased to 2 years in (B)(6) 2023. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported and as of today the device remains implanted. New information received indicates that this device was explanted and replaced with a competitor's device. The device was discarded following the procedure and will not be returned for evaluation.